Manufacturer narrative:
The dispatched service technician could not duplicate the reported problem; the machine did not exhibit any malfunction during the tests and was returned to use. Log file evaluation provided by the manufacturer revealed that the device stopped the ventilation intermittently because a significant negative pressure was measured during piston movement. This can be explained by the presence of a minimum of two superseding conditions: downward movement of the ventilator piston can cause a negative pressure when a fresh gas deficit occurs (e.g. Caused by patient activity, use of a bronchial suction system, too low fresh gas flow adjustment etc.). To suppress the effects of such negative pressure the ventilator is equipped with an emergency air intake valve on top of the ventilator lid; ambient air will be taken in to equalize the fresh gas deficit. If this emergency air intake valve is sticking the fresh gas deficit cannot be removed and the negative pressure may cross the threshold for next escalation level in the safety concept - the ventilation will intermittently stop until pressure went back above -5mbar again. This intermittent ventilation stop is accompanied by a corresponding "ventilator fail" alarm. Based on experience from earlier received similar complaints, not following the cleaning recommendations of the manufacturer can cause a sticking of the emergency air intake valve. This seems to be the most likely explanation for this particular case as well.

Event description:
Please refer to initial MFR. Report #9611500-2020-00111.

Manufacturer narrative:
The investigation in still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the user was not able to ventilate during a case. There was no patient injury reported.